Event description:
Unable to wean pt from bypass. Catheter inserted transthoracically after 3 hrs of use, noted blood in tubing and pump alarmed. The iab was removed and not replaced. Continued w/bypass and lvda, however pt expired due to illness.